Event description:
Medtronic received information that approximately four and a half years following the implant of this transcatheter bioprosthetic valve, worsening aortic regurgitation (ar) was reported. An echocardiogram was performed and showed moderate-severe central ar. A transesophageal echocardiogram (tee) performed approximately three months later revealed severe ar with the ar jet to have originated between the left coronary cusp (lcc) and non-coronary cusp (ncc) leaflets. The left aortic cusp was detached from the post of the valve frame in the area of the ¿lf¿ commissure which resulted in the prolapse of the transcatheter leaflet. A small paravalvular opening noted on right side of the lr commissure. The native lr commissure appeared fused. Further, imaging further noted progressive left ventricle dilation, 5.05 centimeters, to 5.17 cm to 6 cm. There was no evidence of significant aortic stenosis. The patient was classified via the new york heart association as class I and reported as essentially asymptomatic. Subsequently, 4 years, 10 months and 6 days following the valve implant, the valve was surgically explanted and replaced with a surgical bioprosthetic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: g1 - manufacturer information h6 - fdm, fdr, fdc product analysis: upon receipt at medtronic¿s quality laboratory, the complaint device was received inside a heart valve return kit and submerged in cloudy 0.2% glutaraldehyde solution. Upon visual inspection of the valve, the outflow portion of the valve frame appeared slightly distorted exhibiting a marginally elliptical shape. All leaflets appeared tan, soft, and pliable except where host tissue extended. A tear on leaflet 3, approximately 10mm, was observed along the margin of attachment near commissure 3-1; the stitch line on the margin of attachment appeared intact. Another tear, approximately 6mm, was noted on leaflet 2 along the margin of attachment near commissure 2-3; the stitch line along the margin of attachments appeared intact. There did not appear to be any damage on leaflet 1. All leaflets appeared twisted and in a partially closed position. Leaflet tears were noted adjacent to commissures 3-1 and 2-3. Commissure 1-2 appeared intact. The abluminal surface of the valve frame showed tan pannus extending up to the margin of attachment of all leaflets. From the outflow aspect, light tan pannus remained circumferentially attached to the outflow frame. From the inflow aspect, adherent glistening off-white pannus was noted on the inflow crown tips extending into the luminal surface of the valve. Pannus appeared to partially infiltrate the outflow aspect of leaflets 1 and 3. An unknown amount of pannus may have been removed during explant. Radiography did not reveal fractures nor evidence of calcification on the returned valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. In addition to the initial product analysis, a senior research <(>&<)> development engineer inspected the returned valve with a post market product assurance technician present. The observation was that while this damage appears tensile in nature and is consistent with known post-implant dilatation damage mechanisms, fatigue related failure cannot be ruled out at this time. It is possible that the high pressures used in conjunction with a semi-compliant balloon during dilatation resulted in the transcatheter aortic valve frame waist to expand past the expansion limit which resulted in a partial tensile tear or weakening of leaflet 2 and/or leaflet 3. Additional cycling then caused leaflet 2 to completely tear after sufficient cyclic stress had been induced followed by leaflet 3. Per the device instructions for use (IFU), in the event valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Although two post-implant balloon dilations were performed, per the physician, the cause of the leaflet tear was unknown as the leaflet was not torn at the index procedure. Thus, a conclusive root cause of the cuspal tear cannot be determined at this time. The reported leaflet prolapsing was likely related as a common structural valve degeneration mechanism of failure (or failure mode) such as cuspal tearing. Tears were observed on two leaflets during the product analysis and engineering analysis hypothesized that the tearing may have been a result of a combination of balloon dilatation and fatigue. In addition, it was reported that one post-dilation inflation was performed at 15 atm. This is nearly eight times greater than the 2 atm of maximum pressure stated in the device IFU. Thus, the most likely cause of the leaflet tear and prolapsing was user related. Regurgitation and pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A conclusive cause could not be determined from the information available but the leaflet tear was a likely contributing cause. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc.) Or non-valve related factors (left ventricular outflow tract obstruction, patient pressures, left ventricle dysfunction, etc.). With the information available, an assignable root cause cannot be determined but the leaflet tear was a likely contributing cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: a1, h6 method code, h7, h9 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that on the date of initial implant moderate paravalvular leak (pvl) was also present. The non-medtronic dilation balloon was inflated via syringe. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated during the implant, after the valve was deployed the delivery catheter system (dcs) was withdrawn to the aortic arch and an echocardiography was performed. An acceptable prosthesis position was confirmed with moderate aortic regurgitation and a residual gradient of 25 millimeters of mercury (mmhg). The valve was post-dilated with a 23 millimeter x 4 centimeter balloon at 15 beats per minute (bpm). One inflation performed at 15 atmosphere (atm). Prior to the valve¿s revision, although the aortic insufficiency was severe, the posterior paravalvular leak (pvl) was trace and had been stable. It was confirmed that aortic stenosis was not present. No additional adverse patient effects were reported. Updated data: d9 and h3. Device returned for analysis. Device evaluation anticipated, but not yet begun. H6 additional device code. Replaced previously reported evaluation method code, evaluation result code and evaluation conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that following the implant of the surgical bioprosthetic valve, the ar resolved with permanent sequelae.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, g1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that following the explant of the transcatheter valve, the 25 millimeter replacement surgical valve was well seated with normal leaflet motion and coaptation per transesophageal echocardiogram (tee).